Event description:
It was reported that a trained physician attempted arteriotomy closure in the common femoral artery, with the starclose device after a diagnostic procedure. The vessel locator wings collapsed prematurely. The device was removed and hemostasis was achieved with manual compression. There was no pt consequence. No add'l info is available.

Manufacturer narrative:
This has been identified as a malfunction. Abbott vascular has initiated a corrective action. Completion of the device history record review has not been achieved because the lot number is unk. The device investigation and complaint confirmation have not been completed because the device is unavailable.